Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed an issue with rapidpoint 500 systems measurement cartridges (with lactate). This issue has the potential to affect the sodium (na+) sensor, as well as cause a question result ¿?¿ error flag for multiple electrolytes on patient samples and quality control. When the na+ sensor is affected, na+ slope calibration errors (d3) will be seen in the recall events log during cartridge initialization, resulting in low na+ values. The maximum sodium bias on internal testing and reported by customers comparing results to other direct method analyzers was <10 mm. The impact to na+ results has been observed in less than 1% of the rapidpoint 500 systems measurement cartridges (with lactate). The question result ¿?¿ error flag has been observed on electrolytes. This may occur at any time over the life of the cartridge. After a thorough investigation, siemens determined that the observed issue with the sodium sensor in measurement cartridges (with lactate) was caused by an interfering substance (disinfecting cleaner) in a supplied component. Based on the findings, we have implemented control measures to prevent the potential for interferents from supplier components. An urgent medical device correction, poc 24-004.b.us was released in october 2024. The customer replaced the measurement cartridge and is operational.

Event description:
The customer reported that they received a discrepant sodium result on one patient compared to retesting of the same sample on their laboratory analyzer. There is no report of injury due to this event.